Event description:
A malfunction alarm was reported by the customer, with the malfunction code being resettable and identified as malf 12. There was no reported adverse impact on the customer¿s blood glucose level. The customer decided to use multiple daily injections as a backup to ensure insulin delivery is not interrupted, and tandem technical support arranged for a replacement pump. The customer was instructed to place the pump into storage mode and return it with a pre-paid label, which they understood and acknowledged.